Manufacturer narrative:
This is the first time that we received such kind of defect. We never received any similar complaint. We have sold more then (B)(4) of units on the market. This et tube is a device made with soft pvc tube without cuff. It intend of use is specific for intubation of neonates, infants and children. The root cause of this event cannot be defined, it seems not to be linked to our device.

Event description:
During the intubation on a newborn baby, the et blocked at the trachea. The user found the tube too stiff. The intubation could not be realized. Furthermore the trachea were injured with a pneumomediastinum, bradycardia and pneumothorax. The user changed the et.